Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, the reading station crashed while uploading the report. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. The exam was re-read by the physician. Unity investigation showed the database was updated but the report did not complete the upload to the server. Audit trail showed the exam was read, approved and saved. Logs revealed the station crashed while uploading the exam report to the image server. No other review/investigation is available for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems on (B)(6) 2017, a customer reported that a physician dictated an exam the previous night but was not able to find the report on the exam. Merge unity technical support's investigation showed the customer's database was updated but the report did not upload to the server. The physician's work station logs showed the report save event, which was interrupted by a work station crash, which caused the issue. The exam was re-read by the physician. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4)